Event description:
Senseonics was made aware of an incident where the customer experienced hypoglycemia on (B)(6) 2023.. The customer called an ambulance, but refused to go to hospital and self treated by drinking lemonade. The customer did not provide any glucose values, but the alert settings were 70 mg/dl for low glucose alert and 270 mg/dl for high glucose alert. The customer is doing fine as of now.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. The customer did not provide any glucose values initially, but upon following up, the sensor glucose (sg) value of 87 mg.dl and bg value of 42 mg/dl were provided. Based on the investigation analysis, the customer reported hypoglycemia event could not be confirmed as neither sg or bg value were found on dms around the time of incident. The lowest sg value for (B)(6) 2023 was 105 mg/dl at 06:48 am. The sensor readings match closely to calibration values during the two weeks preceding the reported event and continued to match closely afterwards. Furthermore, sensor performance metrics are within adequate values, and there is no sufficient evidence to suggest a performance malfunction of sensor (B)(6). No further investigation was found necessary for this complaint.